Event description:
During an angioplasty procedure, the intravascular imaging catheter (ivus) was advanced into the right coronary artery without issue when the tip broke off. Several unsuccessful attempts were made to retrieve the detached tip; the tip remains in the patient. The patient condition following the procedure was reported to be "stable".